Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - methylodopa; amlodipine; niaspan; atorvastatin calcium; carvedilol. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprostheses. The following day, (B)(6) 2014, the patient expired.

Manufacturer narrative:
Original date aware of this event should have been (B)(6) 2016. Has been corrected to reflect (B)(6) 2016.